Event description:
During the eval of a returned spectrum infusion pump, 74 occurrences of ¿air-in-line¿ alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The identified ¿air-in-line¿ alarms were confirmed through an event history log review. The cause was undetermined. If any add'l info is rec'd a f/u will be sent. The ultrasonic sensor and ultrasonic pusher were replaced.